Event description:
It was reported that patient fell asleep which causes burn around the ipg site. The burn was healing without seeking medical treatment. It was noted that the ipg was closer to the skin than when originally placed. The patient opted to revise the pocket site and replaced the ipg to upgrade. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility. No device malfunction was suspected.